Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 10-jan-2023. H6: investigation summary: a device history record review was performed for provided material number 309110 and lot number 2209156. The review did not reveal any detected quality issues during the production process that could have contributed to this reported incident. To aid in the investigation of this issue, both a picture sample and physical sample were returned for evaluation by our quality engineer team. Through examination of the sample, white particles were observed. We have concluded that the observed particles are composed of the slip agent used in the manufacture of this syringe product. This slip agent is used to facilitate the movement of the plunger along the barrel. During the manufacturing process, the lubricant forms a microscopic layer in the internal/external walls of the barrel. When the plunger is moved backwards during the filling of the syringe, most of this microscopic layer of lubricant is dragged behind the plunger and a small quantity still remains inside to allow a good sliding performance during the injection operation. This is a normal process and the syringe would not work without the presence of this lubricant. H3 other text : see h10.

Event description:
It was reported while using bd discardit ii 2-piece syringe there was foreign matter found. There was no report of patient impact. The following information was provided by the initial reporter: it was reported by e-mail that residues had been found in the discardit ii syringes

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd discardit ii 2-piece syringe there was foreign matter found. There was no report of patient impact. The following information was provided by the initial reporter: it was reported by e-mail that residues had been found in the discardit ii syringes.